Event description:
Pt presented a discharge from surgical site immediately after the procedure and continued for 8 weeks. Surgeon believes this is a "vicryl like" reaction. There was no other implanted hardware but the screw. Cultures were negative. Discharge stopped at 8 weeks and patient is currently doing well. The implant was not removed from the patient. The surgery took place in 2005. This device is used for treatment.